Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a defective q1 component on ECG d. The root cause for the defective q1 component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.